Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technician stated issue of ¿device dropped; loose part¿ was confirmed, separating the upper pressor sensor housing and fail to operate as intended. On 03feb2025, the pump module was received unboxed and with paperwork. Visual inspection of the source device confirmed physical damage on the back of the rear case and separation of the upper pressure sensor housing. Bd san diego manufacturing recommends replacing the damaged rear case and failing upper pressure sensor. The report of the investigation to be attached to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was dropped and had loose part. There was no patient involvement.